Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 200 mg/dl (aviva nano system) and 108 mg/dl (aviva system). The same strip lot was used on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.